Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the emergency light indicator on the front panel starts to flash. Additionally, a worn scope socket and poor connection, non-genuine lamp being used, and moist spots on the normal lens; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the emergency light indicator on the front panel flashed occurred due to the emergency light being blown out. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source spare light replacement started blinking in the front panel after the xenon lamp was changed. There was no patient harm or user injury reported due to the event.